Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported it was taking a long time to charge the implanted neurostimulator. The caller met with the patient in office and confirmed the recharging speed was set to fast, the patient did not notice a large amount of heat, and the recharger connected quickly to the implant and was charging with excellent connection. However, it took 30 minutes to increase from 40% to 50% in office. The caller confirmed they were able to connect with the clinician app without issue, impedances were normal and usage data indicated patient hasn't made any program changes, only increased stim by 0.1 ma in the last month. The caller stated that there was no recharging data available whatsoever. The caller stated patient charged weekly when the implant was about 40% and it took around 2 and a half hours. The caller mentioned having to troubleshooting micro implants in the past. The issue was not resolved through troubleshooting. The agent reviewed it was unclear what the issue was and agreed to replace the recharger. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.